Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The original battery was not returned for evaluation. The device was put through extensive testing without duplicating the report. An internal inspection of the device found no discrepancies. A review of the clinical file shows evidence of the device shut down during use. There were no change battery warnings or indication that the battery was depleted via device commands. Further investigation determined the device was being stored with no electrodes attached and was not in a ready for use state before the event. When the device is stored without electrodes attached the device will perform beep starts, and not full self-tests which includes battery testing. There was no fault found with the device and appears to be operating to specification. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 76-year-old female patient, the device inappropriately shut down and then would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.